Event description:
It was reported that noise was observed on the atrial lead. An insulation anomaly had also been noted. The lead was capped and replaced. The patients condition was fine.

Manufacturer narrative:
.